Event description:
The patient reported his scs system programmer would not turn on. The patient is currently without stimulation. A replacement programmer was shipped to the patient but was unable to establish communication. An sjm representative met with the patient and confirmed communication could not be established between the patient's scs ipg and external devices. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient has not charged his scs system in approximately three months. Surgical intervention to address the issue is still pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.